Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device expiration date: unknown. D4. Unique identifier (UDI) #: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 3 of 6. It was reported while using an unspecified bd vacutainer® tube, an unspecified number of tubes underfilled and were stored at incorrect temperature prior to use. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B5. Describe event or problem: report 3 of 6. It was reported while using bd vacutainer® sst¿, an unspecified number of tubes underfilled. There was no health impact or consequences reported. D1: medical device brand name: bd vacutainer® sst¿. D4. Medical device catalog #: 367986. D4. Medical device lot#: 5161283. D4. Medical device expiration date: 31-may-2026. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 10-jun-2025. G1. Reporting office: becton dickinson & co (franklin lakes). G3. Manufacturing location: becton, dickinson & co., (bd). G4. PMA / 510(k)#: bk050036, k230855. Imdrf annex a grid: a1002 - excessive heating (3022) was removed after receiving additional information. Investigation summary: bd did not receive any samples or photos for investigation. Functional tests were conducted using 20 retained samples for low or no draw, and all tubes were found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 3 of 6. It was reported while using bd vacutainer® sst¿, an unspecified number of tubes underfilled. There was no health impact or consequences reported.